Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went essure confirmation test.". Concomitant products included spironolactone and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginal"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginal") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), depression ("depressed"), adenomyosis ("adenomyosis"), anxiety ("anxious"), menorrhagia ("prolonged menses"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, depression, adenomyosis, anxiety, menorrhagia, migraine, headache and allergy to metals outcome was unknown, the alopecia and weight decreased was resolving and the abdominal distension, vaginal haemorrhage, vaginal infection, bacterial infection, nausea and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, bacterial infection, depression, dysmenorrhoea, headache, menorrhagia, migraine, nausea, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs and social media received : aka name added, patient demographic updated, essure removal date added, events added- pelvic pain, abnormal bleeding (vaginal), bacterial infection, vaginal infection, migraines, headaches, nausea, nickel allergy, dysmenorrhea, weight loss, device monitoring procedure not performed. Events onset date added and outcome updated, concomitant drug added . Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), depression ("depressed"), adenomyosis ("adenomyosis"), alopecia ("hair loss"), anxiety ("anxious"), menorrhagia ("prolonged menses") and abdominal distension ("bloating"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, depression, adenomyosis, alopecia, anxiety, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, depression and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.